Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735785, product ID: 9735764r, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to "no video detected" and "unable to connect" messages a0902: applicable to no video detected a13: applicable to camera cart not being able to connect a05: applicable to the amber light on the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit booted up into a "no video detected" on the main cart, and the camera cart was "unable to connect". Troubleshooting was performed. It was confirmed that the video input was on hdmi (high-definition multimedia interface). The "bad" camera cart was connected to "good" main cart of another system; the camera cart was receiving connections and powers after a while. The uninterruptible power supply (ups) led (light emitting diode) status all looked good. The red led on the computer dp (display) to mini dp connection; the camera was receiving power, but the amber light was on the camera. The hdmi was connected from the back of the computer to the hdmi connection on the io (input/output) panel, and it was noted that there was no video detected. The monitor was confirmed to be working - treating the main cart monitor as an external monitor of a known working main cart, as monitor was receiving video. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The computer and umbilical cable were replaced and the system performed as intended. Codes: b01, c07, d02 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer powered up when main power was applied, but did not display an image to the monitor. The monitor displayed a "no signal" message due to a bad graphics card. The computer had computer failure. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.